Event description:
16 french temperature sensing indwelling foley catheter placed in operating room. On arrival to ICU foley catheter tubing not draining. Upon assessment temp sensing probe seen protruding through catheter tubing causing a crack and obstruction. Foley immediately exchanged with non temp sensing foley with no issues. Lot number not available, placed on another unit (operating room).